Event description:
Account reported that during a cardiac surgery a piece from the valve rongeur fractured off. The tiny piece was missing and the location of it is unk. An x-ray was taken and it was read as negative for the piece being in the pt. According to the account the tip was never recovered.